Manufacturer narrative:
Unknown event date in 2019. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported by affiliate that the duo+ pump/shaver console had a broken bolt on the back plate,failure of the device was found post operatively therefore no patient consequences were reported nor surgical delay. The procedure has been completed using a replacement device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received and evaluated at the service center. The reported complaint that the device had a broken bolt on the back plate was confirmed. Further upon analysis, the following failures were identified : the bezel enclosure was physically damaged. The tube holder are rusty. The guide line was bent. The tamper-proof seal was missing. The handpiece connector was loose and the sub-d connectors stand-offs were blocked. The over-pressures are out of tolerance. Electrical front panel defective. The device was not calibrated correctly. The following activities were performed as a part of the repair process : a mechanical upgrade was performed, pressure mechanism re-adjusted, bezel enclosure replaced, defective material exchanged, defective accessories replaced, electrical defective front panel replaced. The device was cleaned, newly calibrated, repaired and found to be fully functional. Fluid ingress into the device is the root cause for the corrosion of the tube holder. The physical damage to the parts are most likely a result of user mishandling. The missing tamper-proof seal is an indication that someone not authorized has opened the device. The improper calibration of the device is one of the root causes for the over-pressure being out of tolerance limits. However, given the information provided we cannot discern a definitive root cause for the same. This serialized device (serial: (B)(6)) was manufactured prior to the current manufacturer, therefore a DHR review cannot be performed since the original manufacturer no longer exists and therefore the manufacturer can no longer make any process correction or corrective actions if needed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of lot/batch history for each legacy fms product complaint received by mitek chu is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.